Event description:
The dr was doing a surgical procedure which included left knee meniscal repair and needed to use the product ultra fast-fix meniscal knot pusher and suture cutter. He placed the instrument into the wound and attempted to use it but it "failed to work" and md asked for another item.